Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause was not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported pieces of the bronchoscope were flaking off into the patient's trachea and bronchus during a bronchoscopy procedure. The pieces were removed with suction from the bronchoscope. The event causes a slight delay of a few minutes while the patient was under general anesthesia to suction the pieces out and then go back into the bronchus with another bronchoscope to confirm all pieces were removed. There were no complications for the patient, and they were discharged as normal. No further patient impact reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.